Event description:
Customer reported the passport 2 monitor shuts down intermittently which may result in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the system pump, board chip and performed the required preventative maintenance . Calibrated and safety tested the monitor to factory specifications.